Manufacturer narrative:
Per tandem user guide: do not start to use your system before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer input the incorrect profile settings and then used the pump for insulin therapy. Customer declined to consult with health care provided to obtain the correct profile settings. Customer's blood glucose levels ranged from 65-300 mg/dl.